Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was displayed as "high" mg/dl. As a result of the high blood glucose, customer experienced moderate ketones. The high blood glucose level was addressed by delivery of correction bolus. Reportedly, the customer will use backup insulin pump for insulin therapy.